Event description:
International affiliate reported that a pt developed an infection following an open reduction of mandibular fracture performed in 2005 in which the reservoir device was used post op. The site was washed and protected with wet gauze beginning 5 days later and continued through the following month. Signs of infection were seen one month ago and the pt was adminstered three regimens of clarithromycin. The attending surgeon opines the reservoir as the source of the infection.